Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used have been provided. However from past investigations, this type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device and 6 years old, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The customer reported via phone that the jaws broke on their expressew iii without hook inside of the patient. Confirmed that the broken jaw was removed from the patient. The case was completed with another like device without patient consequences or delay. The customer could not provide any further information. The device will not be returned for evaluation.